Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000448471, 3000448208, and 3000448208 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 degrades as it gets used, and they can only get thru 1/2 the case with the device, then needs to open another kit. Most troubling to them is when doing a erah. Also reported that it happened on big as well as small branches. The cautery would just die/time out.